Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that she was just sent an rtm however still seeing the same error codes. Pt states she is seeing cannot find device and stimulation shuts off randomly and message that sees most is cannot provide desired settings so rep keeps fixing this and last time was 2 weeks ago and literally next day saw same message. Pt states her stim shuts off and also shuts off randomly. Pt states also sees messages such as system problem rm 06, patient has done resets and normally goes away but comes back. Pt states been going on for awhile, patient services specialist could not clarify event date until later patient states 2 months ago event date started. Pt states charging a bit better and not sitting couple of hours and would get to 30%. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient services specialist (pss) sent request to repair. Pss directed to rep /hcp on the settings not available icon.